Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid procedure, the device would not fire. The site used a new device to complete the procedure. There was no pt consequence.